Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the image of the subject device flickered intermittently. There was no report of patient injury associated with the event.

Manufacturer narrative:
The field service engineer (fse) attended the call observed for two days at the facility, but the reported phenomenon was not duplicated. The subject device was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.